Event description:
Complainant alleged that the clinicians cardioverted the pt (age and gender unknown) once at 100 joules using the multi-function cable, and although the pt responded physically, the pt was not cardioverted. The device was then charged to 200 joules, but when the energy was discharged there was no pt response. Although the device appeared to fire. The clinicians then attempted to cardiovert the pt again at 200 joules, and the device successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.